Event description:
I had the essure done in (B)(6) 2010. It has caused me so much pain. My previous insurance companies said I need a doctor note before they will cover the removal. I went back to the doctor that inserted to get them removed. I was due to have it removed (B)(6) 2024. However, my insurance is not covering it. If the device has been removed from the market and I have had continuous pain why am I been held accountable to pay to get them removed. Please help me.